Manufacturer narrative:
Physio-control examined the customer's device and quik-combo therapy cable assembly and confirmed the reported issue. Physio then replaced the quik-combo therapy cable assembly with a cable from the customer's existing inventory which resolved the reported issue. After making unrelated repairs to the device and observing proper device operation through functional and performance testing, the unit was returned to the customer for use. The removed quik-combo therapy cable assembly was disposed of by the customer and therefore was not available for further evaluation. The cause of the reported issue was the quik-combo therapy cable assembly.

Event description:
While examining the customer's device, physio-control observed that the quik-combo therapy cable assembly was not being detected. As a result, defibrillation therapy would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and quik-combo therapy cable assembly and confirmed the reported issue. Physio then replaced the quik-combo therapy cable assembly with a cable from the customer's existing inventory which resolved the reported issue, as well as replaced the therapy connector assembly because the new cable would not properly lock. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use. The removed quik-combo therapy cable assembly was disposed of by the customer and therefore was not available for further evaluation. Physio-control examined the removed therapy connector assembly and confirmed that the cause of the reported issue was that a pin from the customer's quik-combo therapy cable had broken off and become lodged in one of the connectors low voltage receptacles. As a result, another cable could not have been plugged into the device.